Manufacturer narrative:
Concomitant product: 310c29 mitral valve, implanted: (B)(6) 2010.

Event description:
It was reported that the left ventricular (lv) lead was only capturing intermittently, resulting in torsades de pointe ventricular tachycardia (vt) and heart block. The patient reported experiencing dizziness and shortness of breath. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.